Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, venous ischaemia (pt: injection site ischemia), was deemed to meet the serious injury criteria of required intervention to preclude permanent damage. The device history record for radiesse lot number 100134144 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a polish healthcare professional and concerns a (B)(6)-year-old female patient (weight 57 kg). She was injected with a total of 1.5 ml of radiesse®, into the nasolabial folds and face, on (B)(6) 2021. Batch number was reported as 100134144 (expiry date: 11/2022). A lot search in the global safety database was conducted. The patient was injected with 0.75 ml into 2 injection points per side. The patient had no allergies. On (B)(6) 2021, 4 days after the treatment with radiesse®, the patient experienced a venous ischaemia, in the right temple. The patient was given dexaven (8 mg), accord (300 mg) and sildenafil (50 mg). The patient was also treated with hyaluronidase and was in the hyperbaric chamber. The outcome of the event was unknown. Internal database correction performed on 08-jul-2021: the reported event was re-coded from peripheral ischaemia to injection site ischemia. The assessment was amended accordingly.

Event description:
Follow-up information was received on 08-nov-2021: at the time of this report, the situation was stabilized and the patients hair began to grow back. The patient was taking oral minoxidil. The outcome of the events remained unchanged.

Event description:
Follow-up information was received on 10-sep-2021: the event hair fell out was added. At the time of this repot, the patient was doing well. Her hair fell out at the site of the adverse event, but fortunately it was growing back slowly. The patient was under constant observation of the physician and was injected with platelet-rich plasma several times at the site of the adverse event. The patient also had trichological tests, that confirmed that the hair follicles were not damaged. At the time of this report, the patient also used lotions to stimulate hair growth with the use of minoxidil and bimatoprost. Due to the provided information, the outcome of the events was considered as resolving. Therefore, the outcome of the event venous ischaemia was changed from unknown to resolving.